Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually boot up. Functional test was unable to be performed. The receiver case was opened to download data log directly from the ui pcba board. No errors were found from data review. Vibrator resistance was measured and the reported event of an no vibration was confirmed. The root cause was determined to be a defective vibrate motor assembly.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.